Event description:
It was reported that the sheath broke. A direxion fathom-16 system was selected for use. During procedure, it was noted that outer sheath part broke. The procedure was completed with a different device. The case was delayed but no harm occurred to the patient.